Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "possible rupture." The patient additionally reported left side "changed in shape and fell" and "some tenderness". Device remains implanted. The manufacturer of the device is unknown.